Event description:
It was reported that after a nap the user experienced elevated blood glucose of 334 mg/dl without pump alerts or insulin delivery interruption, and real-time review indicated the correction algorithm subsequently increased automated insulin dosing. Customer care provided assistance that included review of pump reports and therapy performance during the call. Investigation of this case revealed automated insulin delivery was active and responsive, with increased correction dosing observed as glucose trended downward. No symptoms associated with hyperglycemia reported. Outcomes included user self-monitoring at home without medical intervention. It was concluded that the event involved hyperglycemia with an unclear cause, with device performance consistent with expected operation and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.